Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
The issue was confirm via x-ray. As a result, the patient underwent surgical intervention on (B)(6) 2024 to address the issue. During the procedure, it was noted the patient's right lead had fractured. In turn, the fractured lead was explanted and replaced and the migrated lead was repositioned. Effective therapy was established post-operatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that only one lead had migrated, the lead that was not fractured.